Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced blood glucose levels above 500 mg/dl and down to 40 to 50 mg/dl. Customer reported treating the highs with manual injection and treating the lows with food, juice, and glucose tablets. Troubleshooting was declined. Neither the insulin pump nor infusion sets were replaced or returned for analysis.